Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of reua0247 showed one other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that this second PICC broke and pt had to go to radiology for line insertion. Pt undergoing procedure by md to insert PICC line. After PICC insertion completed, line position needed to be adjusted slightly and line broke at bifurcations. Pt had to then undergo a continuing of the procedure to have another PICC inserted. Prior to starting procedure, md tugged gently on PICC to be sure it was okay, and second line broke as well. Line insertion procedure stopped and pt had to then be transferred to intervention radiology for PICC placement.